Manufacturer narrative:
The cobas pure c 303 analytical unit serial number was (B)(6). The field service engineer checked the analyzer and found no issue. Precision studies were performed, and they were within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatine kinase-mb assay on a cobas pure c 303 analytical unit. The initial result was 80.0 u/l. The initial result was evaluated as a panic value, and the physician requested the sample to be repeated. The repeat results were 10.3 u/l and 11.1 u/l. The repeat result of 11.1 u/l was reported to the patient as the final result.

Manufacturer narrative:
Although the requested data was not provided, a successful resolution was achieved during the field service visit. The field service engineer performed a technical intervention to stabilize the module by cleaning the vacuum line and the vacuum solenoid. The customer confirmed that the instrument was performing within specifications. No further issues were reported after the service visit. The successful technical intervention performed by the engineer resolved the issue. The cause of the event could not be determined.

Manufacturer narrative:
Medwatch fields d1, d2a, d2b, d4, g1 and g4 were updated. The repeated result of 11.1 u/l was validated as correct. The field service engineer monitored the system, and no further issues were reported. The system was confirmed to be performing within specifications. The investigation is ongoing.